Manufacturer narrative:
A4-a6:unk. H6: work order search: one similar complaint was found within associated lots. Claim# (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -11.0/1.5/089 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a same length lens, implanted vertically due to excessive vault. Reportedly, "second vertical position." The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Device evaluation: the lens was returned within liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).